Event description:
It was reported that this was an arteriotomy closure of a calcified left common femoral artery using a prostyle device after a percutaneous coronary intervention procedure with a 6f sheath. Reportedly, the suture was not attached when the plunger was removed. The device could not be removed, resulting in a vascular surgical cut down and a synthetic vascular patch to achieve hemostasis. A clinically significant delay in the procedure was reported. The patient died two days later on (B)(6) 2025. In the physician¿s opinion, the prostyle did not cause or contribute to the death. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. A review of the production record for the reported lot was performed and revealed no manufacturing nonconformities. Based on the information received, the investigation determined that the reported issue appears to be related to operational context. It was reported the patient was morbidly obese with calcified in the left common femoral artery. Interaction with these anatomical conditions likely contributed to the reported needle to cuff miss. Factors that may contribute to a device entrapment include but are not limited to; tissue or suture caught in the foot, or suture caught in the suture bearing. The subsequent treatment appears to be related to circumstances of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.